Event description:
It was reported that during a hepatectomy procedure, there was broken jaws. A metallique piece of the superior jaw was broken. The broken piece did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.